Event description:
It was reported on (B)(6) 2012, that the patient did not feel like his device was working because he had been experiencing an increase in seizures. Additional information was received from a neurologist who indicated that the patient was seen in their office on (B)(6) 2012 and system diagnostics revealed high impedance. There had been no reported trauma; however the patients seizures had increased from approximately 4 per day to about 20 per day. The device was disabled at that time. The patient indicated that his magnet had worked on the saturday prior to the initial report however he has not been able to feel the magnet since. X-rays were taken but did not show any obvious break in the lead. The x-rays have not been sent to the manufacturer for review. The increase in seizures was believed to be related to the high impedance. The patient underwent a full revision on (B)(6) 2012. The explanted products have not been returned to the manufacturer to date. No additional information is known at this time.

Event description:
Analysis on the lead was completed on (B)(6) 2012. During the visual analysis of the returned portion of the lead, the coil appeared to be broken approximately in two places. Scanning electron microscopy was performed on both connector pin quadfilar coil breaks and identified the area on one of the quadfilar coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The area on the remaining quadfilar coil strands was identified as being mechanically damaged which prevented identification of the coil fracture type and no pitting. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanted lead and generator were returned on (B)(4) 2012. Analysis on the generator has since been completed. The generator performed according to functional specifications during analysis and there were no anomalies found with the pulse generator. Analysis on the lead is not yet complete.